Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episode review was requested for this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and right ventricular (rv) lead due to noise with oversensing and pacing inhibition with 2.5 to 3 seconds of asystole. Noise was seen on the rv channel with some intermittent oversensing, and some noise was visible on the ra channel with no oversensing. Possible electromagnetic interference (emi) exposure was reviewed. Technical services (ts) explained that the artifact was too slow for minute ventilation (mv) signal oversensing, but seemed too regular for atrial fibrillation (af). This crt-d system remains in service. No additional adverse patient effects were reported.